Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion with rh negative cells. Customer repeated testing in tube by collecting the cells from the bottom and received a negative result. Customer then repeated testing on the provue using cells collected from the top and spun down and received the expected positive result. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported a patient with a known history of o positive was typed on the provue as o negative. The patient received 2 units of o negative blood transfused 2 days prior to testing on provue. Customer retyped the sample in the tube method with an o positive result. Tsc explained to the customer that the provue asparates the red cells from the bottom of the sample where the transfused o negative cells (heavier than autologous cells) would be located, patients' o positive cells are located at the top of the sample. No harm was done to the patient.